Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a spectrum pump experienced secondary not infusing. Occurred in the st-6th floor acute care. Antibiotic bag hung @ 03:30. At 07:00 noticed that bag was still full. Baxter fluids and antibiotic hung at appropriate levels for secondary line. Baxter pump showing that antibiotic has been almost fully infused. However, bag remains full. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.